Event description:
Patient presented to the physician with wound dehiscence at the chest incision site, exposing the ipg. Physician brought the patient into the or, and upon surgical evaluation, it was observed that the ipg was eroding through the skin. Physician removed the ipg, irrigated the existing pocket with antibiotic solution, created a new pocket, implanted a new ipg, sutured it in place, and closed the incision.